Event description:
The user received alt results which were 10 times normal for an unknown number of patient samples when the analyzer switched over to a standby pack of reagent. The user recalibrated the assay which returned the results to normal. The user provided results for seven samples which were found to be discrepant. All results are in u per l. Sample 1 initial result was 168, repeat result was 18. Sample 2 initial result was 443, repeat result was 49. Sample 3 initial result was 368, repeat result was 39. Sample 4 initial result was 139, repeat result was 17. Sample 5 initial result was 145, repeat result was 19. Sample 6 initial result was 75, repeat result was 9. Sample 7 initial result was 182, repeat result was 20. The initial results were reported and the techs notified the doctors of the error and sent amended results. No patients were treated based on the erroneous results. Investigation is ongoing. If additional information is received, appropriated notification will be provided.